Event description:
During the coil embolization of a left internal carotid aneurysm, it was reported that the coil prolapsed into the parent vessel as a second coil was being placed. The coil was retrieved and there was no clinical consequence to the pt reported.

Manufacturer narrative:
Device code: other for coil prolapse. Additional info was received from the user facility. There were no anomalies noted during the preparation of the device, and no friction encountered during the use of the device.